Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failures alarm during the self-test. The customer¿s blood glucose level was 18.4 mmol/l at the time of the incident. The customer stated that the insulin pump was broken. Since a few days, the customer had a high blood glucose and used the insulin pen for receiving insulin. There was no issues detected in the displacement verification test and the 5-u fill cannula. The high-pressure test revealed insulin flow blocked alarm. The customer was advised to discuss this with the healthcare professional if needed. The device will not be returned for analysis.